Event description:
Reporter alleged discrepant blood glucose results of 109 mg/dl performed at 1:07 am back to back with a result of 55 mg/dl performed at 1:11 am when tested on the advantage system. The location of the testing was not provided however, customer stated feeling low glucose symptoms at the time of testing. As a result of the comparison, customer stated self treating with candy and fruit however, no other actions were taken or treatment recieved reportedly. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot of 549083 with an expiration date of 06-30-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.